Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the image issue and observed loss of system ID data could not be determined, however, it is likely the issues were the result of the internal ccd cable damaged, internal circuit board malfunctioned by stress on the video connector and or failure due to scratches on metal contact. The event may be detected by following the instructions for use section below: ¿operation manual: important information ¿ please read before use: warnings and cautions: disappeared or frozen endoscopic image¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings, evaluation found the scope cover had deep dents and scratches, the case was cracked, the contact pins had deep scratches, and there was no data on the ID chip. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the endoeye flex deflectable videoscope displayed a communication error and "contact olympus" error messages. The messages were displayed when plugging the scope in while preparing it for use in a diagnostic procedure. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the image was black and flickered during angulation. The report is being submitted due to the loss of image found during evaluation.